Manufacturer narrative:
Concomitant medical products: 419488 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was in the intensive care unit with sepsis. The device and leads remain in use. No further patient complications have been reported as a result of this event.